Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an implant procedure and was explanted the same day due to losing feeling in the legs. The physician suspected it was procedure and device related due to the leads exerting pressure on the spinal cord. The patient is in physical therapy to regain pre-surgical status. The physician did not suspect device malfunction.